Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, date unknown. According to the complainant, post procedure approximately one month after the exchange, leakage was observed. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Received one button and right angle feeding adaptor with original lid and label. A visual examination of the button and right angle feeding adaptor revealed no defects. The c-clamp on right angle feeding adaptor was in open position. The button flange and inner diameter of the body was measured and found to be within specifications. A functional evaluation of the device was performed by placing a 6ml syringe into the button body and pulling a vacuum. The button body collapsed indicating the valve sealed properly. A leak test was performed by attaching the right angle adaptor to the button and injecting water using the 60 ml bolus syringe. No leaks were noted. The condition of the returned unit was not consistent with the complaint incident that the device leaked. A visual evaluation of the device revealed no issues. No leaks were noted when functional checks of the device were performed. Therefore, the most probable root cause is not confirmed. A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 13026367. (B)(4).

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, date unknown. According to the complainant, post procedure approximately one month after the exchange, leakage was observed. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.